Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose at the time of incident was 427 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the quick release doesn't connect the tubing and site together. Customer treated with manual injection. Customer stated infusion set tubing was detached at quick release. Customer declined to test insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.